Manufacturer narrative:
(B)(4). The customer reported the device had an ac power module that has wires pulled out. There was no reported pt involvement. The customer evaluated the device, confirmed the failure, and ordered a new ac power module to resolve the problem.

Event description:
The customer reported the device had an ac power module that has wires pulled out. There was no reported pt involvement.